Event description:
The catheter was placed 3/14/1997 via left femoral vein. Leakage occurred on the shaft of the catheter. The hosp noted a split on the tubing. The pt was diagnosed with an infection. The device was removed without difficulty.